Event description:
Additional information received reported that the symptoms indicating a lead fracture included high impedances and a return of symptoms. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3487a-33, serial#: unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a quad lead was broken. The reporter stated that the lead was replaced. It was noted that therapy was effective and the patient was well. There were no patient symptoms related to the event and the patient suffered no injury or adverse event. Additional information has been requested but was not available as of the date of this report.